Manufacturer narrative:
P-cap was attached and locked into place properly during evaluation. The unit powered up as expected after battery installation and was reviewed using pump history records to evaluate the customer¿s allegation. Battery history showed normal battery performance, with low battery alerts occurring after more than 7 days of use, including battery cycle 3.0 at 58.0 days, battery cycle 4.0 at 56.37 days, and battery cycle 5.0 at 53.22 days. No evidence of an unexpected battery power loss of less than 7 days was identified. The unit did not exhibit abnormal power behavior and passed all applicable evaluations. The unit was then cut open to perform a visual inspection, and moisture damage was found on the electronic assemblies, separated to the electronic stack. The following cosmetic conditions were also noted during inspection: pillowing keypad overlay, scratched case, and missing display window/cover. In conclusion, the customer¿s allegation that the battery charge lasted less than expected was not confirmed, as pump history records demonstrated normal battery performance with no unexpected power loss of less than 7 days. However, moisture damage was confirmed on the electronic assemblies, separated to the electronic stack. The remaining findings were cosmetic in nature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low/short battery life on the insulin pump. The customer reported no adverse event. The event involved product mmt-1805. Troubleshooting was not done. No harm requiring medical intervention was reported. The product mmt-1805 will be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.